Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly at the failure analysis center and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.

Event description:
It was reported that while the device was connected to ac power, the ac mains light was not illuminated. There was no report of pt use associated with event. Physio-control evaluated the device and observed that it would not charge the installed battery and operate on ac power.